Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) /2015, to report that on (B)(6) 2015, the g5 application share function was not working. Patient stated that she had done an update to her phone. Patient uninstalled and reinstalled that g5 application, and the share feature resumed working. No additional event or patient information is available.